Manufacturer narrative:
Investigation into the reported event remains ongoing and a supplemental report will be filed once results are available. The current version of the twiist automated insulin delivery (aid) system user guide instucts users to have a backup insulin therapy available at all times. No product has been returned and no additional information relevant to the reported event has been made available to millyard advanced medical products, llc, at this time.

Event description:
An initial event notification was received by sequel med tech, llc, on 12-may-2026 and forwarded to millyard advanced medical products, llc on the same day. The user reported that the pigtail tubing detached from the body of the twiist cassette while they were asleep.